Manufacturer narrative:
Corrected: evaluation method codes: device discarded. Internal complaint summary: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. A replacement device was used to complete the procedure. No patient involvement.